Manufacturer narrative:
We have been informed about a defect product, balloon damaged on a folysil product. According to the complaint description lot number and sample are available. After receiving this complaint, we searched for other complaints and found none the lot number 8948253. This product was made by our subcontractor which was informed about this issue. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action are ongoing we received documentary investigation from our supplier indicating inflating and leak testing were carried out in accordance with procedure (B)(4). The products were in conformity when they left production. The probable cause is a problem with the balloon material. We received one used sample with lot number marked on the valve 8546668. After analysis we observed that the balloon was burst and no missing part.

Event description:
According to available information, this device required replacement due to puncture. The balloon was punctured while the patient was asleep after a prostatectomy. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.